Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd legacy plus, mdl 6500 exhibited a pump won't run error alarm. No adverse patient effects were reported. Per reporter, no additional information is available at this time.